Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) atrial sensitivity was out of tolerance. It was indicated that the display was out of tolerance and the case was broken. At the request of the customer, the epg was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial sensitivity was out of tolerance. The epg was returned for service. There was no patient involvement.